Manufacturer narrative:
Down arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. Unable to verify battery out limit alarm due to unresponsive buttons. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The patient's blood glucose level was 125 mg/dl at the time of the call. The customer stated that they had issues with the keypad. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.